Manufacturer narrative:
Date of report: 26nov2018. Date received by manufacturer: 14nov2018. The customer reported that the flow sensor was replaced and the issue resolved.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01nov2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device was alarming "low leak-co2 rebreathing risk". There was no patient involvement. The event date was not specified; estimate used.